Event description:
It was reported that prior to a laparoscopic colon procedure, there was no function. Case was performed with same like prod. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5 device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional.